Manufacturer narrative:
Investigation results: visual evaluation of the complaint device confirmed that the handle cannula detached. Also after analysis it was noted that the cannula was slightly bent, however, that may have occurred by manipulation during the procedure. The handle cannula had slight indentations from the handle assembly process, however, it was determined that these were not enough to hold the handle cannula in the active cord insert. This failure was caused by an improper assembly of the handle cannula in the manufacturing process. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula detached during the procedure. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a colonoscopy procedure. According to the complainant, the handle cannula detached during the procedure. The procedure was completed with another captivator medium oval snare. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "fine" following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed that the device was not used past its expiration date. (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.